Manufacturer narrative:
No devices were returned to medtronic for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was unresponsive after log in. Reboot resolved. There was no patient present when this issue occurred.

Manufacturer narrative:
H2, h3, h6: a medtronic representative visited the site to evaluate the equipment. The aio was replaced. Codes b01, c13, and d02 are applicable. The returned computer reported "failure reading sector 0x80842 from ¿hd0¿ error. The computer was beeping a beep code of 2 short beeps and one long beep repeatedly. The rep was unable to enter in to os system and the keyboard was unresponsive. The problem was isolated to a defective ssd. The rep installed a known good ssd and the computer functioned normally without failure. Codes b01, c13, and d02 are applicable. Software analysis was performed, and it was determined that this is a known software issue. Codes b01, c10, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.